Manufacturer narrative:
(B)(4).

Event description:
(B)(6) 2014 hcp (lfc): additional information received reported determined that the patient had either a lead fracture or disconnect resulting in the right hand lead being completely non-function with open circuits. It was reported &#62476;ain films&#63492;ID not reveal any specific areas of lead fracture, dislodgement or disruption. It was noted the patient had symptoms of pain described as &#62664;arp, stabbing, tender, shooting, and unbearable in the right neck, supraclavicular fossa and into the upper arm&#64416;it was reported their pain level was continuously at 9/10 and is not relieved by anything. It was further noted the patient complained of headache, dizziness, nausea, numbness and tingling. It was reported the patient did not show any signs of infection or illness. Information regarding patient history omitted as it was not pertinent to the revision/replacement event.

Manufacturer narrative:
Concomitant medical products: product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. Product ID: 3887-45, lot# j0216879v, implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had a revision and replacement in 2009. Additional information has been requested, but it was not available at the time of initial report. A supplemental report will be sent if any additional information is received.